Event description:
The customer originally reported that the device stopped working after 10 minutes of use. There was no patient injury and the surgeon opened a second instrument and successfully completed the procedure. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.